Event description:
It was reported that the right atrial (ra) lead was not implanted because the insulation was damaged. The ra lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that visual inspection was performed, and also introducer and helix function tests performed. No outer or inner insulation breach or buckle was observed. Electrical continuity test results were passed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.